Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect of vascular dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Vascular dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a moderately calcified and moderately tortuous left anterior descending artery that was 90% stenosed. A 3.5x15mm xience xpedition stent was implanted. However, fluoroscopy showed an edge dissection at the proximal end of the stent. Another xience xpedition was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.